Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision procedure due to discomfort at the pocket site. The patient originally had a single pocket incision and her ipg migrated on the center of her spine. A second pocket was created on the right flank and the ipg was relocated. No redness or swelling was present and the patient was reportedly doing well.